Event description:
This is being reported due to the mitraclip detaching from the anterior leaflet after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The patient presented with a restricted posterior leaflet, dilated left atrium, and a suboptimal transeptal puncture was performed. During preparation of the steerable guide catheter (sgc) it failed to hold fluid column. Troubleshooting was attempted but was unsuccessful. The faulty sgc never entered the patient anatomy. A replacement sgc was then used without issue. One mitraclip was implanted successfully. Then, an ntw clip was prepared per IFU and was positioned on the valve. After deployment, it detached from the anterior leaflet in a single leaflet device attachment (slda) event. Per physician, the slda was due to patient anatomy. Procedure was ended with mr grade 2-3. No additional clip was implanted to stabilize. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling. The steerable guide catheter referenced in b5 will be filed under a separate medwatch report number.